Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire loaded into a guidewire hoop was returned for evaluation. Gross visual, microscopic visual, dimensional and functional evaluations were performed on the returned device. The investigation is confirmed for the identified stretched issue as the uncoiling was noted near the distal end of the guidewire. The investigation is also confirmed for the identified deformation issue as multiple bends were noted near the distal end of the guidewire and guidewire was noted to be frayed. Further, the investigation is also confirmed for the identified fracture issue as the flat inner core wire of the guidewire was noted to have a complete break. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022).

Event description:
It was reported that prior to a dialysis catheter placement procedure, the guidewire allegedly failed to advance through the needle. The procedure was completed using another device. There was no patient contact.